Event description:
Abstract received: short proximal femoral nail fixation for trochanteric fractures; gadegone w.m. And salphale y.s.; journal of orthopaedic surgery (hong kong). 2010 apr; 18 (1) :39-44; reported: a review was conducted of the outcomes of 62 men and 38 women, mean age (B)(6), who underwent short proximal femoral nailing for stable peritrochanteric, unstable peritrochanteric, and unstable intertrochanteric fractures. Postoperative complications included a reverse z effect in one patient. It is unknown if the hardware used was a synthes device. A copy of the literature abstract is being submitted with this medwatch. This is 2 of 2 for an unknown screw for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.